Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's external device. It was reported that the patient had trouble getting their recharger connected to their implantable neurostimulator (ins) the last three times. The patient stated they were trying to get it connected on friday and it had a hard time finding it. The patient mentioned they didn't have a hard time before, but the last three times they have. The patient reported when they tried to do the "long press" and started over and scanned it, it just stopped and started flashing green and had been flashing green ever since friday. The patient clarified recharger battery lights were rapidly scrolling green. The patient stated when they "hold it down" it was not beeping or anything and the battery lights stopped, but then came back on and continued rapidly scrolling. The patient was guided through resetting the recharger on the charging dock during the call and the patient reported the battery lights continued rapidly scrolling. The patient confirmed the charging cord was plugged into the dock and the green light was on the dock. The patient reported the battery lights just started scrolling faster when they reset the recharger on the dock. The patient reset the recharger off the docking station and stated the battery lights stopped scrolling, but then came back on and continued scrolling. The patient reported the recharger would not power on. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. 2025-sep-29 additional information was received from the patient. Patient called back with replacement recharger and noted that the power light turns from green to orange, they power it off and back on and the same thing happens. Patient services advised the caller to place the recharger on the dock. Patient services walked the caller though pairing the recharger by manually entering the serial number. The caller was able to pair the recharger after tapping "retry" multiple times. The caller was able to start charging the implant after repositioning the recharger over the skin multiple times. Patient services advised the caller if they have trouble finding the implant to contact the doctor, but at the time of the call the caller was charging successfully. 2025-nov-10 additional information was received from the patient (pt). They reported that a week and a half ago they were successful to charge to 100 percent but now it showed 10 percent then they lost connection and the screen keeps spinning. Pt said therapy was off so they turned it on but it turned back off again and they need to adjust their setting. Pt was successful to charge and maintain a good connection for several minutes, the ins battery level was 10 percent. After several more minutes pt got an excellent connection. Pt said they will see their doctor in march and said they wished to end the call, they will try again to charge later and may call back if they need further assistance.

Manufacturer narrative:
Correction to g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.